Event description:
The user received discrepant total bilirubin results for one pt sample. The initial result was 29.4 mg per dl, repeat result was 29.3 mg per dl. On (B) (6) 2009, the sample was repeated with a result of 30.86 mg per dl, repeat result with a 1:3 dilution was 0.68 mg per dl and repeat result with a 1:10 dilution was 0.82 mg per dl. The sample was repeated again with a result of 21:06 mg per dl. The results were not sent to the physician.

Manufacturer narrative:
The clinical picture of the pt explains the reason for the non-reproducible results and is explained in the package insert. It is unclear why a flag was not activated for this sample. If additional info is received, appropriate notification will be provided.